Event description:
The pt reported a sudden loss of loudness and decreased benefit from the cochlear implant system. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function and multiple electrode malfunctions. Explantation/reimplantation surgery was recommended.

Manufacturer narrative:
This type of event is addressed in the device labeling.